Manufacturer narrative:
B3: date of the event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the ultrasonic probe outer shell was broken during device reprocessing. There was no patient injury reported.